Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed causing rv noise. Issue resolved by reprogramming the device. Remains implanted.